Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the thumb advancer deployment was completed successfully and the sheath was completely split. The clip was deployed; however, after the starclose se was removed from the pt's anatomy uneventfully, the clip failed to achieve hemostasis. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found a partially deployed thumb advancer partially slit sheath and the clip visible and still loaded on the carrier tube. The movement of an internal component (garage block) was restricted which resulted in the proximal displacement of the component tube and exposure of the loaded clip. This prevented further deployment of the device and the clip by limiting the movement of the clip pusher block/tube assembly. The pusher block did not connect with a component at the distal end of the release rod to collapse the locator wings and disengage the plunger due to the restricted movement of the garage block. Based on the investigation findings, the probable root cause for the restricted movement of the garage block and subsequent inability to deploy the clip is due to resistance encountered while advancing the thumb advancer. Resistance encountered during the thumb advancer deployment is consistent with radial force constriction on the sheath. Factors that may contribute to radial force constriction may include a tight tissue tract or anatomical conditions. Review of the device history record for this lot did not produce any findings relevant to this report. The investigation is on-going.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.